Event description:
Rupture of breast implant. After implants rptr has had chronic allergies, fibromyalgia, endometriosis, hysterectomy, vertigo, headaches, chronic fatigue, joint pain, fibrocystic breast disease, and bilateral carpal tunnel syndrome.